Event description:
It was reported that the cassette sensor was defective. During investigation found the damaged downstream occlusion (dso) seal. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the cassette sensor was defective. During investigation found the damaged downstream occlusion (dso) seal. This malfunction makes the event reportable. Review of event log/alarm history found that the cassette not attached properly alarm came only once. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that battery door missing, pogo covers missing, lcd lens damaged/contaminated, uso seal contaminated, and dso sensor damaged. The complaint of cassette sensor was defective cannot be confirmed and validated repair through dso/uso occlusion test. The device passed all testing criteria during performance verification testing.